Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: schütz ¿o, pa¿in j, husárová t, pohnán r. Esophageal obstruction by mediastinal seroma after laparoscopic repair of a giant hiatal hernia: a case report. J med case rep. 2025 nov 10;19(1):577. Doi: 10.1186/s13256-025-05653-w. Pmid: 41214820; pmcid: pmc12604330. The aim of this study is to present a case of a 64-year-old caucasian female patient with acute symptoms of a giant paraesophageal hernia containing the entire stomach, the proximal duodenum with d2 compression, and the pancreatic head. Ethibond 2-0 (eth) was used for a laparoscopic reduction of the hernia contents with harmonic scalpel (ees), followed by nissen¿rossetti fundoplication. Reported complications: ethibond 2-0 (eth). Harmonic scalpel (ees). Esophageal obsturction: treatment: administration of glucagon and conservative approach using a strict soft diet, analgesics, and 100 mg of hydrocortisone daily was initiated. Odynophagia + upper abdominal pain. Treatment: administration of glucagon and conservative approach using a strict soft diet, analgesics, and 100 mg of hydrocortisone daily was initiated. Food impaction in the distal esophagus. Treatment: gastroscopic clearance of the impacted food. Seroma: treatment: CT guided percutaneous drainage and conservative approach using a strict soft diet, analgesics, and 100 mg of hydrocortisone daily was initiated. In conclusion, giant hh are complex to manage, with high risks of com plications. While robotic-assisted repair offers potential benefits, further research is necessary to establish effective guidelines. Individualized treatment remains essential.